Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 readings were visible in the dexcom app but not displaying on the ilet after a shower, and pairing to the ilet failed until the user was guided to toggle cgm settings and reenter the 4-digit pairing code, with counseling that pairing could take 15¿30 minutes. Symptoms included no reported adverse physiological effects, and blood glucose levels were in range during the call. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on cgm selection within the ilet and correct pairing procedure. Investigation of this case revealed a pairing/connectivity issue between the ilet and the dexcom g7 despite sensor function on the dexcom app, with no device damage reported and resolution expected after proper configuration and pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error during cgm configuration and pairing.